Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. A revision procedure took place however the threshold measurements of the rv lead was within normal range thus, the physician decided not to reposition the lead. During this procedure, a new right atrial (ra) lead and left ventricular (lv) lead were successfully implanted. A few days later the patient received an inappropriate shock. An x-ray confirmed that the lead had dislodged. The lead was repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.